Event description:
It was reported that the patient was last seen on (B)(6) 2006. The patient presented to the hospital for a device replacement. Upon interrogation, beyond eol, a long charge time, and possible output circuit damage were observed. Device was re-interrogated and device reported to be in backup vvi. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.